Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient received a red heart alarm on the system controller followed by pump stoppage. The patient's wife exchanged the system controller with another system controller and the issue was resolved. Additional information was received 3 days later advising the manufacturer that the backup system controller also caused a pump stoppage. A request for the manufacturer's technical services team to inspect the percutaneous lead was requested. Upon inspection, damage at the distal end of the lead percutaneous lead replacement was confirmed and a percutaneous lead replacement was performed. The damaged portion of the percutaneous lead has been returned to the manufacturer for evaluation.

Manufacturer narrative:
The manufacturer has received the damaged portion of the percutaneous lead for evaluation. A supplemental report will be submitted when the manufacturer's investigation is completed. No further information is known at this time.